Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 08-sep-2026. The ise indirect na-k-cl for gen.2 electrode serial number is fbt71, with an expiration date of 14-jul-2026. The alarm trace showed ion-selective electrode (ise) noise errors, multiple ise calibration errors, and abnormal aspiration (an indicator of possible poor sample quality) errors. The field service engineer inspected the analyzer and found the vacuum nozzle clogged with a clot or foreign substance. He cleaned the vacuum nozzle, dilution cup, ise, and dilution nozzles, and sipper nozzle, and tightened a loose fitting on an ise reagent cap. He verified the analyzer's performance by ise checks, calibrations, qcs, and precision testing. The investigation determined that the issue found by the fse was the root cause of the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode and ise indirect na-k-cl for gen.2 assay results for four patient samples tested on the cobas c 303 analytical unit. The following are examples of patient samples identified to have discrepant results from the list provided: patient sample 1 sodium the initial result of the initial patient sample was 156.1 mmol/l. The provider questioned the initial result. The initial result of a recollected patient sample was 140.1 mmol/l. The repeat result of the initial patient sample was 141.3 mmol/l. The repeat result of the recollected patient sample was 141.3 mmol/l. Patient sample 2 sodium the initial result from the analyzer was 165.6 mmol/l. The repeat result from another c 303 analyzer was 140.1 mmol/l. Chloride the initial result from the analyzer was 121.3 mmol/l. The repeat result from another c 303 analyzer was 106.4 mmol/l. The repeat results were deemed correct.